Event description:
It was reported that the patient was revised due to swelling, stiffness, and pain in the knee.

Manufacturer narrative:
DHR and complaint history review, op report review. Result: third body damage.